Manufacturer narrative:
D4: corrected UDI. H4: corrected manufacturing date.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The pump was not returned for investigation. The data log shows that the signal not reliable (snr) was 1000 outside of the patient's body. The snr dropped to 400 as soon as the pump was inserted into the patient's body. The pump was set to p-level 8, and a downward drift in snr was reported after the start. After 10 hours, several ps spikes were reported at 3000, with the snr being on the low end. The cause of the optical signal issue was not determined since product was not returned. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. While on support, a placement signal not reliable alarm occured. The audio was disabled. There was no reported harm or injury to the patient.